Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked reservoir tube lip, cracked case near lcd window corner and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 169 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.